Manufacturer narrative:
This is one event (cardiovascular) of two events reported for the same patient involving two separate products; associated mdrs# 1225714-2013-03838, 1225714-2013-03839, 1225714-2013-03840 and 1225714-2013-03841.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on (B)(6) 2013 after the use of the product.